Event description:
It was reported that the patient experienced dizziness. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise reversion and failure to capture due to high capture threshold. The programming changes were made and the lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.

Event description:
New information received indicated that the noise was oversensed.